Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range shock impedance measurements. The shock impedance values fluctuated from within range to out of range. This crt-d was at beginning of life (bol). The decision was made to program this crt-d from dual coil to single coil, which resulted in normal shock impedance measurements. The associated leads were competitor products. Technical services (ts) was contacted to discuss how to move forward. Ts provided troubleshooting. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.